Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 501mg/dl at the time of the incident. The customer reported that they were having issues with infusion sets. The patient keeps getting high blood glucose. Patient's blood glucose at time of incident was 500mg/dl. Patient's current blood glucose was 365mg/dl. The customer treated for high blood glucose with boluses. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as the blood glucose was not going down after boluses. Customer states the drive support cap appears normal (slightly indented). The customer will monitor her blood glucose. The customer will receive replacement set and reservoir. The insulin pump will not be returned for analysis.